Event description:
The pt is a 39 yr old woman who had bilateral breast augmentation in march of 1986 under the breast during an abdominoplasty incision. Pt complains of cold induced breast and nipple pain, sudden episodes of shortness of breath not associated with anxiety attacks, frequent yeast infections, not necessarily associated with antibiotic use. On physical examination, she has class IV contractures in both implants. Ultrasound and xeromammogram exam shows both implants to be ruptured. Because of rupture, contracture, painful implants, the pt desires implant removal. A total capsulectomy is necessary because the implants are highly suspected to be ruptured.